Event description:
Tip broke off in pt. After doing x-rays, they couldn't locate it and believe that tip was suctioned up. The hosp is doing their risk analysis. RMA (B)(4) was provided but instrument may not be returned. Customer is requested a replacement. On (B)(6) 2012 message left (slee). On (B)(6) 2012 customer reports the device was being used during a microdiskectomy (as in open laminectomy). The dr was probing the area, using the instrument as intended when it broke. There was not pt injury. The pt will be x-rayed when they have their return visit. The customer says the device will be returned once the FDA says they can do so (slee).

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info. Customer reports they are waiting for FDA approval to return device to MFR.